Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during the cataract surgeries it was observed that nineteen ophthalmic knives from nine different lot numbers did not cut. No patient impact was reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Two opened clearcut hp2, 2.4 db knifes, in blisters, in blade protector trays were received for the report of knives did not cut. Samples were visually inspected and found to be nonconforming, with have a bent tip and/or damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The returned samples are visually non-conforming with the bent tip and/or damaged cutting edge; therefore, dull knife however, how and when the tip of the knife became bent could not be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.